Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured according to specification. A search on complaints revealed two similar complaints for this production order. There was no product deficiency found and no increase in trend noted. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zxr00 21.0 diopter intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2017. It was later explanted on (B)(6) 2018 due to patient complaint of night time glare. There was no patient injury and no surgical/medical intervention. Replacement lens was a zcb00 21.5 diopter iol. It was reported the lens will not be returning. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.